Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the electrocardiogram captured by the patient's implantable cardiac monitor showed an artifact. It was determined that the artifact was due to the patient's muscle movement during a seizure and was not correlated with cardiac activity. The icm remains in use. No patient complications have been reported as a result of this event.